Manufacturer narrative:
No product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. Root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. No investigation or root cause analysis could be conducted given that no complaint sample was returned. Lot release records were reviewed and the product lot met all acceptance criteria. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the user had issues with trying to thread the catheter off the stylet. They were unable to and it would not retract. No patient injury was reported.